Event description:
It was reported that post-op to the colectomy procedure, the surgeon is claiming a leak. He cannot say it was caused by the circular stapler.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was received: what were the indications for surgery? Diverticulitis. Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Surgeon. They have been in serviced by rep. They have used it over 15 times. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low mid. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 2 360. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? If so, please describe. Yes. 2 complete. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. No. Was a leak test performed? If so, what type and what was the result? Yes. Negative interop. Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? What is the current status of the patient? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4); date sent: 06/21/2022. Additional information was requested, and the following was received: surgeon was trained in residency. Leak was post op. No stapler was retained. Don¿t know how many days post op it was.

Manufacturer narrative:
(B)(4).date sent: 06/07/2022d4: batch # 612a39f1: received user facility medwatch # 0504240000-2022-8017 (please see attached). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. Only the anvil half washer was present and there were no staples present. When the battery was installed the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria.as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device.the event described could not be confirmed as the device performed without any difficulties.a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.